Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-05485. It was reported that the patient experienced discomfort at the anchor site which occurs while the patient is at certain positions. The lead of the tail was causing the patient discomfort. There were no malfunction allegations on the lead. Lead revision was completed on (B)(6) 2019 where the tail of the leads was sutured down deeper at the lead incision site. Patient¿s discomfort issue was resolved with the revision procedure. There were no complications during the surgery. Patient was stable.

Event description:
Manufacturer report number 1627487-2019-05485.manufacturer report number 1627487-2019-05992.